Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited increased pacing threshold measurements, loss of capture, increased pacing impedance measurements which were not out of range, and a history of low amplitude r wave measurements. There was no noise observed and the patient was not pacemaker dependent. A surgical revision was performed, and the rate/sense portion of this lead was surgically abandoned, and a new rv rate/sense lead was implanted. No additional adverse patient effects were reported. The shocking portion of this lead remains in service.